Manufacturer narrative:
Evaluation summary: one device was received for evaluation that had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. Visual inspection found the jaw wire insulation was damaged. The customer reported that the device activated without pressing the button after being laid on a table. The reported condition was confirmed. The jaws opened and closed normally using the handle. The device was recognized when plugged into the generator, but it would self activate when moved. Further investigation found the tip of the switch button was shorter than normal, resulting from excessive force or excessive use. With the tip shortened, the main body of the button came into contact with the switch. The switch became permanently depressed, causing self activations. The investigation identified the cause of the reported event to be excessive wear on the button. An additional failure was found during the investigation; the jaw wire insulation was damaged. The reported condition was confirmed. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of slicing damage. The investigation identified the cause of the reported event to be an user error. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device activated without pressing the button after being laid on a table. There was no injury to the patient. Examination of the received device by medtronic found that it activates when shaken and a piece of the jaw wire insulation is missing. The customer confirmed that the piece did not fall within the patient cavity.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device activated when placed on a table. There was no patient injury. Examination of the received device by medtronic also found that the device would activate when shaken, and that a piece of the jaw wire insulation is missing. The customer was notified and confirmed the piece did not fall within the patient cavity.